Event description:
It was reported by the physician that they were inserting the health dilator when the white proximal portion broke off. The rest of the distal sheath was able to be removed from the pt. There were no pt complications reported. Additional info received from the sales representative on 8/21/2009 stated that the wings on the peel away sheath broke off.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.